Manufacturer narrative:
A getinge field service engineer (fse) confirmed a message indicating that maintenance is required has been displayed. As it has been less than one year since delivery, the executive processor board and video generator board have been replaced. After replacement, regular inspections have been carried out based on the regular inspection record sheet, and the results are good. The failure analysis and testing dept. Received executive board and video generator with a reported unit failure of an error message maintenance required. The fat dept. Performed a visual inspection of all parts received and found that are all in good condition. The fat dept. Installed executive board and video generator in the cardiosave test fixture and tested jointly and separately in accordance with factory specifications per procedure and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department couldn't replicate to failure experienced by the customer. Retaining the boards in the fat dept. As per procedure. According to the cardiosave dfmea, the possible causes of executive processor board failure are sw/hw interface, fluid ingress, component reliability or external force to connector pins, blood back, nvram battery depleted, nvram corruption, and excessive stress or fatigue. The possible causes of video generator board failure are pcb reliability, fluid ingress, design: gpu processing error, hw/sw interface, excessive stress or fatigue, em interference.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a message indicating that maintenance was required displayed on the screen. The patient's hemodynamics were stable and it was reported that the plan was to wean the iabp in the afternoon and to continue treatment until weaning. There was no health damage.

Manufacturer narrative:
Updated fields - b4,d1,d3,d4(version or model #,catalog #),d9,e1(event site postal code - (B)(6)),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed a message indicating that maintenance is required has been displayed. As it has been less than one year since delivery, the executive processor board and video generator board have been replaced. After replacement, regular inspections have been carried out based on the regular inspection record sheet, and the results are good.

Event description:
N/a